Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.